Event description:
Adverse event occurred outside us, in great britain. Patient has ehlers danlos syndrome with hypermobility, mast cell disease and haemorrhoids. The patient has been using navina smart since (B)(6) 2023 but used a different irrigation system before this. Patient has reported that the rectal catheters bursted in rectum on two occasions (B)(6). The balloon was inflated to a 5 (largest size). She has not experienced any bleeding, however the balloon burst on (B)(6) caused her some pain. No pain was experienced on the first occasion. The patient did not seek any medical attention and the faulty products have been discarded. The patient has recovered well and has no furhter pain or soreness.

Manufacturer narrative:
The products where discarded and not available for investigation. No earlier complaints for this lot. This lot is mentioned in five non-conformities. All of them are regarding extra controls of the balloon material specification, balloon welding and particles in balloon material. None of them are specifically for this lot. It is unlikely that any of them would have contributed to any burst issues mentioned in the complaint. Test of burst diameter shows values within specification both for the raw catheters and the bulk catheters (process and final control respectively). Review of batch documentation did not lead to any clear conclusion, therefor no root cause could be established. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.